Manufacturer narrative:
Battery pack - 10/2006. Battery pack(second) - 06/2007. Battery pack(third) - 12/2006. Battery charger - 12/2006. Monitor - 01/2003. Device evaluation of battery pack(first), battery pack(second), battery pack(third), battery charger, and monitor has been completed. The three battery packs, and battery charger were all tested and found to function normally. They were returned to stock. Monitor was found to have a component (u28) that was drawing excessive current. The u28 component is the main processor on the computer board. It is the micro-controller for data acquisition and the detection algorithm. The monitor was repaired, tested and then returned to stock. The root cause of the damaged component cannot be positively identified. The draw of excessive current is the probable cause of short battery life. No adverse event resulted from the faulty monitor. The patient received a replacement monitor, two batteries, and battery charger.

Event description:
A male patient called customer support to report that when he inserted his battery into the monitor, he received a wrench picture, and then the battery appeared on the screen and it was empty. The second battery was placed in the monitor, and the monitor powered up as normal. Then in 2007 patient's wife called customer support to report that both of the batteries were lasting less than 20 hours. Customer support sent a new battery. On two days later, patient's wife contacted customer support again to say that batteries were not lasting as long as they should. Customer support replaced monitor, batteries and battery charger.